Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The additional patient effects referenced will be filed under a separate medwatch report #. The device malfunctions referenced will be filed under a separate medwatch report #. The xience referenced will be filed under a separate medwatch report #. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of death is listed in the absorb bioresorbable vascular scaffold (bvs) system, instructions for use as a known adverse event associated with the use of coronary scaffolds. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided.

Event description:
It was reported through a research article identifying xience that may be related to the following: patient death, myocardial infarction, thrombosis, cardiac arrest, revascularization, rehospitalization, malapposition, and stents jailing or occluding vessels. Additionally, it was identified that absorb may be related to the following: patient death, myocardial infarction, thrombosis, dissection, revascularization, rehospitalization, and malapposition. This article summarizes clinical outcomes of 1,845 patients that were treated with xience and absorb stents. Specific patient information is documented as unknown. Details are listed in the article, titled "comparison of an everolimus-eluting bioresorbable scaffold with an everolimus-eluting metallic stent in routine pci: three-year clinical outcomes from the aida trial."

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.